Event description:
(B)(4). Initial info was reported by a physician to a sales representative on (B)(6) 2009: he reported that a pt who had previously received three treatment sessions with poly-l-lactic acid (sculptra, lot number and expiration date unk) had complained of nausea, vomiting and having elevated liver enzymes. He stated that the pt thought it could have been from the poly-l-lactic acid. Concomitant and medical history was not provided. No further relevant info reported. Additional info for sculptra (lot number and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from a sales representative on (B)(6) 2009: no new medical info reported.